Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Additionally, customer confirmed that the issue was resolved after advising to do the exhalation valve characterization. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.

Event description:
It was reported to vyaire medical that the avea ventilator having problems during patient use in which the peep (positive end-expiratory pressure) is reading 2cmh2o higher than what is set on the ventilator. Furthermore, there was no patient harm reported associated with the reported event.